Event description:
It was reported that there was an insulation breach associated with pocket stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation torn; distal segment returned and analyzed. All conductors were found to be distorted and all insulators breached cut. The outer insulation had a white substance, cosmetic esc (environmental stress cracking), and a cosmetic depression. Blood/body fluid was present in/on the proximal conductor and helix mechanism.